Event description:
It was reported that the patient with this electrode had received an inappropriate shock due to t-wave oversensing and changes in amplitude morphology measurements. Inappropriate therapy from the system had also occurred in the past, and now all troubleshooting options were unsuccessful. Surgical intervention was performed, and the electrode was explanted and replaced with a transvenous system. No additional adverse patient effects were reported. According to the information provided, the electrode was discarded at the hospital and will not be returned for analysis. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.